Event description:
Had a cystocele repair and a sling, by dr. (B)(6), using a vaginal mesh named elevate. Prolonged and painful recovery with continued pain and bleeding. Was diagnosed with having a hematoma as well. When that and the bleeding cleared enough at approx 3 months, it was very apparent that the mesh had eroded. Sexual activity was very painful, for myself and my partner. Me from pressure at the site and he from the mesh sticking out. Dr (B)(6) did not have the time nor inclination to describe any of these risks prior to or after the surgery, he said he had done "thousands" of these repairs and he was "100%" sure that this would be a repair that would "last the rest of my life." When I was in the hospital, I asked dr (B)(6) on a scale of 1-10, how did my surgery go, he said "a 10." Not true according to my new doctors. I have now seen 2 other doctors, one a urologist, and one an obgyn named below. Neither thought the procedure was done as it should have been, and told me about all the risks I should have known before I had any surgery. I also had started scouring the internet for info during my "recovery" as I knew something was very wrong. On (B)(6) 2010 I had another repair with dr (B)(6), md obgyn, heading the team, and dr (B)(6), urologist, both of (B)(6). They removed the mesh and tried to put me back together in the correct way. Dr (B)(6) advised against any mesh. I am now in the process of recovery now 2 weeks out. Much less painful than before! Doctors (B)(6) did say there may be future surgeries. This is awful! I can't work, the surgeries have kept me from a decent quality life on so many levels during these months, in addition to the expenses and not being able to work!